Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the equistream split tip that are cleared in the us. The pro code and 510 k number for the equistream split tip are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided for review. All three photos show a dialysis catheter implanted into the patient. Blood was noted to be leaking near the bifurcation area. Therefore, the investigation is confirmed for the reported fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, there was allegedly a blood leak at the junction of the clear hose and fixed wing at the venous end of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the equistream split tip that are cleared in the us. The pro code and 510 k number for the equistream split tip are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement procedure, there was allegedly had a blood leak at the junction of the clear hose and fixed wing at the venous end of the catheter. There was no reported patient injury.